Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem clinical support and no issues were identified. Customer changed the pump supplies and continued to use pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.